Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer had the issue on the way to the airport when he was changing the set. Customer put the reservoir in and the pump was dead. Customer changed the battery and the issue was not resolved. Customer could not get the pump to return. Customer stated that he has a pile of pumps near his bed and his trainer had talked to him about it. Customer inserted a new battery and the display did not return. Customer's pump is not listed under the customer. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.